Event description:
Provider alleged the 4 way valve is not shifting.per independent repair center statement, the unit was alarming or red light. The key failure was the 4 valve is not shifting. Additional malfunctions were rex roth valve on manifold not switching, pilot valve on manifold leaking, heat exchanger on compressor is leaking, elbow male flare on compressor is leaking, ty wraps on sieve beds defective, oring on manifold defective and shroud is cracked.